Event description:
It was reported that during a percutaneous coronary intervention a shaft break occurred. Access was obtained via the femoral artery. The target lesion being treated is unknown. The physician used the model-maverick 2 monorail 15mm x 1.5mm balloon to predilate the lesion. During advancement the balloon became stuck. During removal the shaft broke and the distal segment remained in the patient. The physician used a snare and was successfully able to remove the distal segment of the catheter. No further patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Complaint evaluated by mfg.: the complaint device was not received for analysis. The manufacturing batch review confirmed that the device met all materials, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).